Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hyperglycemic event that occurred on (B)(6) 2015. Patient's blood glucose was very high and she was driven to the emergency room by her daughter. While at the hospital, the patient noticed that her transmitter was missing from the sensor pod and realized this was why she did not receive readings from the continuous glucose monitoring (cgm) device for most of the day. The patient was given fluids, nausea medicine due to vomiting and administered insulin through an IV. X-rays were also taken. Patient was acidotic and almost experienced diabetic ketoacidosis. Patient was released from the hospital after a couple of hours. No further medical intervention was reported.

Manufacturer narrative:
(B)(4).